Manufacturer narrative:
The device used in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, therefore the root cause is undetermined at this time. Probable cause includes, kinks, leaks and blockages, the IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for blockage occurs even though the canister is not block. This problem was solved by exchanging the canister. There was no patient harm. There was no delay. Canisters will not be returned.